Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5594-45 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged and a longer lead was implanted in its place. It was also reported that the right atrial (ra) lead dislodged. A revision was done and the lead remains in use. It was noted that the patient's leads dislodged due to "twiddlers syndrome". It was also reported that there was nerve and diaphragmatic stimulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary- the full lead was returned analysis was performed and no anomalies were found.